Event description:
Additional information received noting that the patient's impedance value was within normal limits but, no further information was provided in regards to the report of increased seizures. It was also noted that the patient was not interested in any medication changes.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information.

Event description:
Additional information received noting that the patient is feeling bad, having daily migraines and is sleeping up to 16 hours per day. The patient then underwent a generator replacement and the explanted generator was discarded.

Event description:
Patient was referred for a battery replacement and it was reported that they were experiencing an increase in seizures and had been seen in the emergency room and had their device checked and was told that her battery needed to be replaced. No known surgical intervention has occurred to date. No other relevant information has been received to date.